Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The remstar auto a-flex device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, deteriorated foam was found within the device. The device was scrapped following the evaluation.

Manufacturer narrative:
Updated b5 will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The remstar auto a-flex device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, deteriorated foam, dust and dirt was found within the device. The device was scrapped following the evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box b device event or problem and box h evaluation results code grid are updated in this follow-up.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The remstar auto a-flex device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, deteriorated foam, dust and dirt was found within the device. The device was scrapped following the evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.